Manufacturer narrative:
Part of the 8 x 100 smart control iliac self-expanding stent (ses) system did not deploy at all. Post dilation (unknown balloon catheter) was performed several times, but recoil occurred. An intravascular ultrasound (ivus) showed that a part of the strut seemed to be broken. ¿the stent was implanted as if it covered the strut¿ and the procedure was completed. The stent was implanted at the iliac artery. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17922160 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿stent delivery system (sds)-ses- deployment difficulty - partial deployment and stent-ses- fractured - in patient¿ could not be confirmed and the exact root cause could not be determined. Handling and procedural factors such as vessel characteristics (although unknown) may have led to the reported events. According to the instructions for use ¿care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used.¿ stent fractures are a well-known potential complication of this type of procedure and are listed in the IFU as such. Fracture of self-expanding stents placed in the iliac artery occurs in approximately 5% of the cases. Stenting in chronic occlusion represents an increased risk factor for fracture. Fractures of stents placed in iliac arteries rarely affect patency. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a part of the 8 x 100 smart control iliac self-expanding stent (ses) system did not deploy at all. Post dilation (unknown balloon catheter) was performed several times, but recoil occurred. An intravascular ultrasound (ivus) showed that a part of the strut seemed to be broken. ¿the stent was implanted as if it covered the strut¿ and the procedure was completed. There was no reported patient injury. The stent was implanted at the iliac artery. The device will not be returned for evaluation since it is implanted in the patient.